Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 126 mg/dl at the time of incident. No further information was given.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive act and down arrow buttons due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.